Event description:
A malfunction alarm, identified as malf 14, was reported by the customer without any prior notable events. There was no adverse impact to the customer's blood glucose level as it did not exceed concerning levels. Technical support assisted the customer in resetting the pump by providing reset information. Following the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared, which they acknowledged and understood.